Manufacturer narrative:
The device was returned to service center for evaluation. The inspection found that the distal end cover was damaged and chipped. The cement surrounding the scope¿s objective lens and lg lens was noted to be peeling. The bending section cover appeared stretched. The bending section failed the electrical continuity reading. The bending section cover was removed and the charge-coupled device (ccd) shrink tube was noted to be cut. The scope was repaired and returned to the customer

Event description:
The service center was informed that during preparation for use, an ¿e216¿ (scope communication) error message was observed and no image displayed. There was no patient involvement.